Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: external physical damage, blade scratched. Functional tests & results: blade not energize/cut correctly, yes. Analysis conclusion: based on the inquiry info rec'd and functional testing, a scratch was found in the blade. This type of damage may be seen if the blade comes in contact with other instruments when energized. The operating manual states to avoid accidental contact with other instruments during use and when cleaning and sterlizing. It could not be determined if this may have occurred in this instance. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a diagnostic laparoscopy with lysis of adhesions while using an hdh05 the 5mm dissecting hood quit working after only a few minutes of use. The test tip worked. A new hdh05 was opened to complete the case without incident. There was no consequence to the pt.